Manufacturer narrative:
The device was returned to olympus for eval. The eval found a small amount of white residue and debris inside the suction cylinder and channel mount assembly. A small amount of residue was noted in the air/water channel through the air/water cylinder port. Additionally, there were dents and scratches noted on the distal end cover. The bending section cover glue near the distal end was cracked. The cause of the reported phenomenon cannot be conclusively determined. An olympus endoscopy support specialist has been dispatched to provide the user facility in-service training on appropriate reprocessing of endoscopes. If significant, additional info becomes available later, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the device was cultured as part of their routine infection control monitoring process. An initial culture was said to be positive for the organisms enterococcus casseliflavus, efcherichia coli, klebfiella oxytoca, and pseudomonas aeroginosa. A second culture was performed seven days from the first culture test, and the culture was reportedly positive only for pseudomonas aerogenosa, however, the device was said to have been used on two pts between the dates of the initial and second cultures. The user facility's infection control dept has been notified and performed an internal investigation. User facility personnel reported that there have been no reports of pt infections or cross contamination associated with this report.